Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely broken bending section occurred due to stress being applied to the bending section. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿IFU: urf-v3/v3r operation manual chapter 3 preparation and inspection IFU: urf-v3/v3r operation manual - important information ¿ please read before use_ precautions:do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. -chapter 4 operation 4.2 insertion_ angulation of the distal end:do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation, it was determined that the bending section and distal end were found detached. Additionally, the following findings were revealed: the bending section cover (a-rubber) had cuts, adhesive on bending section cover (a-rubber) had a crack and was peeling, and the solder joint was popped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or when additional information becomes available.

Event description:
The customer reported to olympus, that during reprocessing, the uretero-reno videoscope was leaking at the distal end. There were no reports of patient harm or impact associated with this event. Upon device return and evaluation, it was observed that the bending section and distal end were found detached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.